Event description:
It was reported that there was a liquid leakage in the connector part on the patient's side. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The complaint of leakage can be confirmed due to the failure mode observed of leakage at luer tube bond. Visual and functional testing was performed. During the filling process a leak was observed between the tubing and female luer of the cassette. Further inspection of the bond showed spotty solvent coverage at the tube luer bond. The luer tube bond was separated and the tube and bond pocket was observed. Solvent channel was observed on the tube. The tube and luer were found to meet manufacturing specifications.